Manufacturer narrative:
Visual examination of the returned device found that the shaft was severely kinked at approximately 4cm distal to the t-bar. An examination of the stent found that two stent strut wires were perforating out through the clear outer sheath. As a result of the stent struts perforating the outer sheath, it was not possible to retract the outer sheath in order to deploy the stent. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The root cause was unable to be determined.

Event description:
Same case as MFR. Report# 3005099803-2009-00913, 3005099803-2009-00914. Event determined to be reportable based on device analysis: it was reported tat during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, three handle detachments and deployment difficulties occurred. The lesion was located in the common bile duct (cbd). It was not known which device was advanced first, however, at an unspecified time, the handle separated from the catheter on each of two 10mm x 60mm endoscopic covered biliary stent delivery systems (sds) and a 10mm x 80mm rx wallstent sds. It was further reported that an unspecified endoscope used during the procedure was "torqued". The procedure was completed with an unspecified device from another manufacturer. No patient injuries or complications were reported. The patient's status is reported as "fine". Device analysis revealed stent strut perforation of the sheath.